Event description:
The ge oec 9800 fluoroscopy system had vertical lift column failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and service was cancelled and scheduled with third party service. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.